Event description:
Edwards received notification from our affiliate in (B)(6). As reported, a patient underwent an implant of a 26mm sapien 3 valve, in the aortic position by transfemoral approach. The implantation went smoothly. The valve position was as intended. The delivery system, catheters, and guidewires were removed. However, when the introducer was finally removed, the valve embolized into the ventricle. Team re-passed the guidewires and a pig tail to prevent the prosthesis from obstructing the lvot and the patient was sent to surgery, where the team removed the sapien valve and implanted a surgical valve. The patient was stable and recovering. The patient had absence of calcium in the aortic valve and very poor inoperable prognosis who underwent tavi as a last resort. As per medical opinion, the embolization was due to lack of calcium.

Manufacturer narrative:
The investigation is ongoing, a supplemental report will be submitted upon completion.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve embolized into ventricle was unable to be confirmed due to unavailability of procedural imagery the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Minimal leaflet calcification), bv may indicate potential balloon movement during valve deployment. As reported, ''an implant of a 26mm sapien 3 valve, in aortic position, by transfemoral approach, implantation went smoothly. The valve position was the intended (70/30 to 80/20). It was found that there was no regurgitation and that pressures and ventricular function improved. The delivery system, catheters and guidewires were removed and, when the introducer was finally removed, the valve embolized into the ventricle''. Additionally, it was indicated that the patient had lack of calcium. Per the patient screen manual, the sapien 3 valve relies on native valve calcium to securely anchor to the annulus. In this case, due to lack of native valve calcium, the valve was likely not secure to the annulus leading to embolization into ventricle. As such, available information suggests that patient factors (lack of native valve calcification) may have contributed to the reported event. However, a definitive root cause is unable to be determined. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.